Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate. The cause of cloudy dialysate was not reported. On the same day as the onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.